Manufacturer narrative:
One spider 2 part number 72203299s was received on (B)(6) 2017 and confirmed to be serial number (B)(4). There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were noted. A functional evaluation was performed with a known good battery and a defective solenoid valve was discovered. The complaint was confirmed and the root cause was determined to be a debris within the solenoid valve. Manufacturing records show that the device was released to distribution as a service replacement in (B)(6) 2016. There are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time. A review of the device history record was performed which confirmed no inconsistencies.

Event description:
It was reported that the device, wont work, wont lock, and was making a strange noise. Traction was lost with instrumentation present in the patient, at the begining of a procedure, during patient positioning. A backup device was used to complete the procedure.